Event description:
A patient sample was tested for troponin (accu tni) and a result of 7.412ng/ml was reported out of the lab. A fresh sample collected from this patient gave a result of 0.030ng/ml. Physician questioned the first result after the result from sample 2 was reported. The customer then re-tested the first sample and repeated result was 0.021ng/ml. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 13x100mm greiner vacuette tubes and centrifuges at 3000 g for ten minutes at room temperature. Customer supplied data indicated the patient's blood tube was half full. Qc was within established ranges prior to the event. A field service engineer (fse) was dispatched: the fse ran a diagnostic testing which resulted out of specifications, and precision issues were noted. The fse performed a major preventive (pm) and replaced several hardware components. The fse performed qc and then returned instrument to customer for use. Although the fse addressed hardware issues, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.